Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2009, and total left arthroplasty on (B)(6) 2010. Patient's legal counsel reported patient underwent a right hip revision on (B)(6) 2014, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ions, dysfunction, loss of range of motion, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2009, and total left arthroplasty on (B)(6) 2010. Patient's legal counsel reported patient underwent a right hip revision on (B)(6) 2014, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ions, dysfunction, loss of range of motion, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed right hip revision on (B)(6) 2014 was due to pain and elevated metal ion levels. The patient's operative report noted fluid that showed signs of metallosis, synovial metallosis reaction, synovitis, and heterotopic bone was debrided. Additional information in patient medical records revealed patient's blood was tested on (B)(6) 2013. The head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or (associated) deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction." Number 5 states, "periarticular calcification or ossification with or without impediment of joint mobility." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 6 MDR's filed for the same event (reference 1825034-2014-02775 / 02780).